Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim and purple. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/31/2013 with the following findings:during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the finger pad down to the primary seal. There was no evidence of moisture found in the battery compartment. No power issues occurred during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.